Event description:
The patient was revised on (B)(6) 2022 due to infection. Approximately 2 months after the first surgery. The surgeon explanted 1 humerl cup 36+3, 1 glenoid baseplate, 1 centered glenosphere 40, 1 locking screw 25, 1 locking screw 35 and 2 standard screw 15. The surgeon implanted 1 smartloop white usp 5, 1 glenoid baseplate 24, 2 standard screw 15, 1 locking screw 35, 1 locking screw 25, 1 centered glenosphere 40, 1 humeral cup 40+3 and 2 cortical screw 26.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.